Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-00363. It was reported that the patient the patient was experiencing stimulation in the wrong location. As a result, surgical intervention was undertaken wherein the leads were repositioned on (B)(6) 2019. Effective therapy was established post-op.